Manufacturer narrative:
Additional information sections as of 17-jan-2020: d10: added date of test strips returned date. Test strips were returned for evaluation. No defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-40: user's test strip had poor fill. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo and high blood glucose test results. The customer is concerned with test results from results obtained of lo, 156 and 143 mg/dl. The customer¿s expected fasting blood glucose test result is 100 mg/dl in the afternoon (results of concern were pm results). Customer was not using proper testing techniques. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 107 mg/dl and 106 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/26/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: result 1: 156mg/dl date: (B)(6) 2019 time: 04:24pm fasting; result 2: 143mg/dl date: (B)(6) 2019 time: 04:21pm fasting; result 3: lo display date: (B)(6) 2019 time: 04:17pm fasting; result 4: 193mg/dl date: (B)(6) 2019 time: 04:43pm non-fasting; result 5: 81mg/dl date: (B)(6) 2019 time: 11:46pm fasting.